Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD is expected to return for analysis and the rv lead remains electronically deactivated but implanted. Additional information was provided that the there was a code 1008 indicative of a leakage on the lead that had occurred on (B)(6) 2023. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD is expected to return for analysis and the rv lead remains electronically deactivated but implanted. Additional information was provided that the there was a code 1008 indicative of a leakage on the lead that had occurred on 09oct2023. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD is expected to return for analysis and the rv lead remains electronically deactivated but implanted.